Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The caller reported via phone call that the insulin pump's act button was unresponsive. The caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.